Manufacturer narrative:
The customer's calibration and qc recovery were found to be acceptable. Based on the available data, a general reagent issue could be excluded. A field service engineer was dispatched and replaced the measuring cell. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
UDI number = (B)(4). (B)(6). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys vitamin d assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a vitamin d value of > 70 ng/ml, which repeated as 16 ng/ml. The second sample initially resulted in a vitamin d value of > 70 ng/ml, which repeated as 32 ng/ml. The vitamin d reagent lot number was 47547802, with an expiration date of 31-may-2021.